Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no unexpected numbers ramping/scrolling on their own. The device passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no excessive no delivery alarm. The insulin pump was monitored in 50 c oven for several days and no blank display anomaly was found. The insulin pump was received with normal operating currents, no unexpected low battery alarm and no damage found on the lcd isolation tape. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 542 mg/dl. Customer experienced no delivery and battery alarms. Troubleshooting for the button error alarm was performed. Customer advised the insulin pump was unable to scroll during a fixed prime. Customer advised the esc and act buttons gave issues and were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.